Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of a no delivery alarm with their insulin pump. Customer was advised to complete a set change as soon as possible; however, customer states they are no longer using the pump. Customer's blood glucose levels were unknown. Customer states she got the pump back to normal screen and the message went away. Next morning she received alarm again. She managed to get it cleared, but soon after received error again.